Event description:
It was reported multiple intermittent occlusion alarms, which began about one month ago, causing them to stop using the pump and attempt to use it again on (B)(6) 2025. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer planned to resume insulin use and change the infusion set as a corrective action. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.